Event description:
It was reported a spectrum pump had an inoperable keypad, specifically the #2, 5 and 8 keys would not work. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The device evaluation confirmed the column 3 keys (third soft key, ok key, #2, #5 and #8 keys) to have intermittent operation caused by a failed keypad. This failure mode does not provide any user opportunities to select care area, or enter delivery parameters. The remaining keys were tested per baxter's service procedure and were found to be functioning as designed. The keypad was replaced. Baxter has initiated a CAPA to further investigate the issue.